Event description:
It was reported during the procedure the subject flow diverter stent detached from the introducer catheter while inserting into the microcatheter. It was confirmed under x-ray and was retrieved with difficulty. No other information is available.

Manufacturer narrative:
B1. Product problem ¿ corrected ¿ no product problem. B5. Executive summary - updated. Section h1. Type of reportable event - corrected - no malfunction. F10/h6 device code grid: corrected. H6 method code grid/ results code grid/ conclusion code grid: corrected. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned having been deployed. The stent had slightly pulled and frayed braid edges at both ends, no other anomaly was noted. The sdw was inspected and no anomaly was noted, the tip was pre shaped as normal. The introducer sheath and microcatheter were not returned. Functional inspection was not performed as the stent was returned deployed and the microcatheter was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿the flow diverter detached from the introducer catheter during insertion via the microcatheter. This was clearly visible in the x-rays. It could only be retrieved with difficulty. Prof. Dr. Meckel prepared everything correctly in the IFU. He also did not apply any increased pressure, etc¿. Additional information provided by the customer did not indicate any issues noted during preparation and set up of the device prior to use. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. There was no patient involvement (i.e. The device was not in use on the patient at the time of the event). The user had properly prepared the flow diverter and, according to the IFU (intravenous fluid analysis), inserted it into the patient accordingly. The flow diverter then detached. Additional information states ¿the flow diverter detached from the introducer catheter during insertion via the microcatheter". There was damage noted to the packaging prior to opening the packaging, a minor defect was found on the packaging. Specifically, the opening flap was dented. However, the inner sterile packaging appeared undamaged. The dent to the opening flap most likely occurred during transit or storage at the user facility. Product analysis found the device was returned having been deployed. The stent had slightly pulled and frayed braid edges at both ends, no other anomaly was noted and there was no anomaly noted with the sdw, the tip was pre shaped as normal. The introducer sheath and microcatheter were not returned. The stent deployed during transfer, and the physician was able to be retrieve the stent but with difficulty. It is possible there was unexpected movement in the target vessel that contributed to the unexpected deployment of the stent. An assignable cause of procedural factors will be assigned to the reported event and analyzed damage of the stent deployed prematurely during transfer and to the analyzed damage of the stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure the subject flow diverter stent detached from the introducer catheter while inserting into the microcatheter. It was confirmed under x-ray and was retrieved with difficulty. No other information is available. Additional information received confirmed the subject flow diverter stent was detached from the introducer sheath during insertion into the microcatheter.